Event description:
The home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm which occurred on the homechoice during use during prime. The hp had already disconnected a supply bag and reconnected it to another supply line, and had already replaced just the cassette and one or two of the supply bags. The baxter technical services representative advised to start over with new supplies. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. The patient had not contacted her about the event. Bps informed the nurse of the user error. She stated that she had seen the patient the previous week, and that his therapy had been going well since. No adverse effects were reported in relation to this incident. The nurse stated that she would speak with the patient about switching supplies during therapy and the contamination risk this poses. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of user error ? Failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.